Event description:
It was reported that functional loss of capture due to fusion and increased capture threshold was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.